Manufacturer narrative:
Mml reference # (B)(4).

Event description:
It was reported that the patient was having difficulty activating the device. There was no report of patient harm or injury. The therapy manager troubleshot the issue with the patient and confirmed the right lead had all electrodes out of range/ high impedances. The device was reprogrammed to unilateral stimulation while waiting for the revision surgery to be scheduled. The patient underwent revision surgery to remove and replace the right stimulation lead. The revision surgery was successful. The lead assembly was evaluated, and the reported issue was verified. Analysis confirmed lead conductor fractures were the cause of the out-of-range/high impedance conditions observed with the right percutaneous stimulation lead.